Event description:
An ICU pt pulled out feeding tube. Upon reinsertion of tube by rn, the feeding tube punctured the lung causing a pneumothorax which required a chest tube to be inserted. The nurse said, because the pt had an endo tube in as well it's not unusual for another tube to follow the endo tube.